Manufacturer narrative:
G4:31may2021. G5:510k: k102985. B4:30jun2021. The customer cycled the power, and the issue went away. The unit was tested, and it was returned to service.

Event description:
The customer reported when powering on in vent mode getting o2 not available. The customer identified when received the unit, o2 was set at 40%, so he dropped to 21% and unit still alarmed o2 not available. The customer confirmed "oxygen not available" in the significant event logs. The remote service engineer (rse) advised caller to run full performance verification testing (pvt) for further diagnosis. The device was not in clinical use. No patient or user harm was reported.